Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. There was a slight bend along the stability shaft, which is likely to have occurred during return of the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: procedural images and the patient¿s executive summary were provided for review. The patient appeared to have a severe and very calcified bicuspid aortic valve with a raphe between the non-coronary cusp and the right coronary cusp. The anatomy appeared to be significantly tortuous with a horizontal aortic root angulation of almost 70°. There is no evidence of aortic dissection with the initial aortic angiogram. Imaging shows that a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. There is evidence of a stiff wire used and another stiff wire inside of the pigtail catheter, and a long external sheath. There is evidence of an aortic dissection between the non-coronary sinus and the sinotubular junction. A medical safety assessment was completed. It was determined that, based on the information provided, the event of aortic dissection was possibly related to advancement of the dcs or the guidewire through the patient anatomy. Images were provided for review and indicated that patient anatomy was significantly tortuous with a horizontal aortic root angulation of almost 70° and was a possible contributing factor. The delivery system was returned for analysis and indicated no evidence of a protrusion or other defect along the device that could lead to a dissection. The reported event indicates that during the valve implant procedure, an aortic dissection was observed. Vascular complications, such as dissection, are a known potential adverse patient effect per the evolut fx system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the event was not device related but attributed the event to the complex anatomy. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilatation was performed. The implanters observed difficulty to keep the guidewire in the ventricle as they had to reposition it several times. The delivery catheter system (dcs) navigated through the vasculature but an aortic dissection was observed. The valve implant was stopped and the dcs and valve were retrieved from the patient. The patient remained hemodynamically stable. No treatment was reported and the patient was reported to be in good health. Per the physician, the event was not device related but attributed the event to the complex anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that no treatment was provided for the aortic dissection.